Event description:
Dr stated he had great difficultly placing the implant into the patient. (1 of 2); second implant was placed with no difficultly. Since he could not get the implant inserted he used another company's implants to complete the surgery. Both alpha aesthetics implants to be returned. FDA safety report ID # (B)(4).